Event description:
Caller reported a cartridge alarm 30, and there was no adverse impact to the customer¿s blood glucose level. Customer had experienced similar issues in the past and was advised by customer technical support to return the faulty pump to tandem for replacement. Caller was informed to program their pump settings into the new pump and connect their continuous glucose monitor. Replacement pump was sent, and instructions were provided on how to return the faulty device to avoid charges. Customer confirmed understanding of all instructions.